Event description:
It was reported the patient had been ¿on and off¿ a catheter for the last couple weeks. The reporter stated that ¿they took out the catheter¿ two days prior and ¿everything seemed to be fine.¿ the patient had ¿almost¿ normal urination on the morning of the call. Since then, the patient had gone about 4 times, with maybe 4 drops each time. The patient had not urinated well since the morning. The patient was to try and gradually increase stimulation. Information received a little less than three weeks later indicated the patient was still having concerns regarding their device or therapy, but was working with their doctor or manufacturer representative. An appointment on (B)(6) 2013 was noted. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va09fth, implanted: (B)(6) 2013, product type lead. (B)(4).